Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band was returned for assessment. The sample was subject to visual analysis. There are no damage or deformities noted on the band or balloons. There is 0ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the balloon assembly or check valve. The sample passed leak testing. The sample was subject to additional leak testing. Approximately 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours the air was removed from the band and 13ml of air was left in the balloon assembly. The sample passed manual leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found in the valve. The complaint can be confirmed for foreign matter. The exact root cause cannot be determined. The operations quality engineer was notified about this issue and non-conformances (nc) was initiated. Nc will contain root cause analysis and corrective actions. Review of DHR showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: resource nurse. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during an angioplasty, there was an incident where a radial band deflated following the first release. The nurse noted that the band-maintained air adequately before the initial release, but subsequently, it failed to retain air and had to be replaced. The blood loss was under 250cc's. The reported event led to patient injury and/or necessitated medical or surgical intervention. It has been directly alleged that the device in question caused or contributed to the patient's injury and/or the need for medical intervention. Additional information was recevied on 06 jun 2024: the sample was determined to be non-infectious despite the presence of blood. The patient, identified as rc, was involved in a procedure where the lab did not record the initial air volume in the band. The band remained in place for 90 minutes without complications. However, after releasing 2ml of air at the 90-minute mark, the band failed to retain air. A 6fr glidesheath slender was utilized at the access site with no noticeable damage to the device. The patient's condition is stable and was under continuous observation during the use of the tr band.